Manufacturer narrative:
Analysis on the returned computer resulted in a hard drive malfunction that was found through functional testing and visual/physical examination. Analysis states that they were unable to install a software application and issues were suspected to be caused by bad sectors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was required to be replaced. Once the computer was replaced. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the representative was unable to install a cranial software. The representative received an "insufficient" space error message. The error persisted even though other applications were removed and there were no tar files on the desktop. There was no patient present when this issue was identified.